Event description:
It was reported that the patient experienced diaphragmatic stimulation, and both the right ventricular (rv) and atrial leads were found to have dislodged. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).